Event description:
It was reported that prior to the implant procedure, the stylet would not pass through the lumen of the left ventricular lead. Various stylets were tried and mineral oil was applied, however the issue persisted. The lead was not used and another lead was implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.